Manufacturer narrative:
Oxiris s has been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection. Facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when attempting to attach the red access line to the heparinized saline bag y connector of an oxiris filter, the red attachment on the line broke while screwing into the y connector and heparinized saline. The saline poured onto the floor and a new oxiris filter had to be used with a new setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device and one photograph were received for evaluation. Visual inspection of the photo and the sample observed that the cone of the male luer lock of the access line was broken. The reported condition was verified. The cause was design related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.